Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/17/2017. Date of follow-up report: 02/23/2017. One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual inspection of the device and the disengaged component (sent in by the customer) found the metal clicker to have disengaged from the body of the device. The customer reported a component disengaged; however the piece was did not fall into the cavity of the patient. The reported condition was confirmed, the investigation found the clicker to have disengaged. The rfid log of the device showed signs of heavy usage. Excessive use of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap. The clicker does not affect the functionality or sealing capability of the device. The device functioned normally apart from the disengaged clicker. The investigation identified the root cause to be the rough handling by the user. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). Date of initial report: 01/17/2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that near the end of the laparoscopic total gastrectomy procedure, a pin disengaged from the grip of the device. There was no patient harm. The operating time was not extended, there was no bleeding and there was no additional tissue resection or tissue damage. Nothing fell into the patient cavity.